Event description:
On (B)(6) 2018 07:49:06 (B)(6). No charge oob / repair. On (B)(6) 2018 06:46:26 (B)(6). After investigation, the device module run time was created by company employees. This device meets the criteria per 1601-011-000 out-of-box failure processing document#: (B)(4) for restocking back to finished goods warehouse. On (B)(6) 2018 14:50:49 (B)(6). Investigation summary: report pcu detected error 133.6080 upon power up was confirmed. Failure investigation is isolated the cause of error 133.6080 to backup speaker part number: tc10009324. Opened inductor r3 of the backup speaker circuitry is the main cause of report failure. Conclusion: opened inductor r3 of the backup speaker circuitry is the main cause of report backup speaker failure, error code 133.6080 during the check in process. Rework: recommend replacing back up speaker. The speaker assembly pat number: tc10009324 kpeg272a 2017 was removed and forwarded to qe for further failure investigation. Disposition: route to production for normal process.

Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02744). This MDR resubmission now reflects the correct product registration number. This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device had returned for service. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn: (B)(4) was performed which confirmed that this device was not involved in a production failure and previously returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn: (B)(4) which confirmed that no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
On (B)(6) 2018 07:49:06 (B)(6). No charge oob / repair. On (B)(6) 2018 06:46:26 (B)(6). After investigation, the device module run time was created by company employees. This device meets the criteria per 1601-011-000 out-of-box failure processing document#: (B)(4) for restocking back to finished goods warehouse. On (B)(6) 2018 14:50:49 (B)(4). Investigation summary: report pcu detected error 133.6080 upon power up was confirmed. Failure investigation is isolated the cause of error 133.6080 to backup speaker part number tc10009324. Opened inductor r3 of the backup speaker circuitry is the main cause of report failure. Conclusion: opened inductor r3 of the backup speaker circuitry is the main cause of report backup speaker failure, error code 133.6080 during the check in process. Rework: recommend replacing back up speaker. The speaker assembly part number: tc10009324 kpeg272a 2017 was removed and forwarded to qe for further failure investigation. Disposition: route to production for normal process.